Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer was playing and the pump touchscreen was found to have cracked. Pump was not functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.